Manufacturer narrative:
Concomitant medical products: product ID neu_unknown, serial# unknown, product type unknown; product ID 3057, lot# unknown, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that the patient's symptoms were reversing back to baseline. Patient stated possible lead migration. Patient was assisted with switching from right lead to left lead. Patient also mentioned the dressing was causing them discomfort. Patient was referred to their medical doctor. It was unknown if the issues were resolved at the time of the report. No further complications were reported or anticipated.